Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, during impella placement, a dissection of the left anterior descending artery was observed. A pericardial effusion was performed and one liter of blood pulled from pericardial effusion¿s, auto transfusion initiated, patient refused blood due to religious reasons. The pump was explanted, and the procedural outcome was the patient survived.